Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported incidents reported for steerable guide catheter (sgc) cable break from this lot. All available information was investigated, and the investigation was unable to determine a conclusive cause for the reported sgc cable break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, the steerable guide catheter (sgc) cable broke. It was reported during preparation, when turning the negative knob more than 3/4 rotation, the steerable guide catheter (sgc) cable broke. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.